Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined due to insufficient information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The following information was reported on 03/23/2016. A customer in (B)(6) alleged a potential false negative hcg result using the hcg one step pregnancy test device (urine/serum) in comparison to laboratory serum quantitative result of 4096 miu/ml. The testing kits were stored at room temperature and opened directly before the test. The urine was collected "some" minutes before the test procedure and was stored at room temperature. The internal control line was present on the device at the read time. There was no adverse patient sequela. There was no additional information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)